Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported by the customer that bd nexiva has a leak. The following information was provided by the initial reporter: contrast coming out of port of nexiva on dual port nexiva they are failing our scans, topping out at 2.5psi. Contrast used it all warmed to 37.5*, and we're using pre-filled syringe optiray. Additional info. Received (B)(6)2024 just in regard to patient outcome, slowed the injection down to 0.7ml/s and were able to get reasonable diagnostic films.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.